Event description:
The customer reported the ventilator showed a gas supplies lost: safety valve open alarm occurrence. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. Loss of both air and oxygen gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or it's disconnected, the ventilator will alarm and the safety valve will open. The manufacturers field service engineer (fse) did not duplicate the reported problem during testing. Final testing of the device was performed to operating specifications.